Manufacturer narrative:
The product was returned for analysis and is in the process of eval. (B)(4).

Event description:
A clinical manager reported that while trying to fill the syringe with gas, the regulator seemed clogged and it was not dispensing gas. They had to switch to another gas. There was no pt harm.